Event description:
Gave me very bad gas. Worried about other possible un-noticed effects. Could have been a result of cleaning with a reactive toothpaste. Dates of use: 5 months. Diagnosis: bruxism. Event abated after use stopped: yes.